Event description:
Reporter alleged customer was unable to obtain a blood glucose value on the advantage system due to no power. Reporter alleged that, while the device was unavailable, the customer experienced symptoms of low blood glucose, was treated by the reporter with candy and cookies, and was taken to the hospital. No further treatment was reported. The suspect device was returned to the manufacturer.